Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: evolutr-26, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve migrated. Subsequently, a second valve was implanted valve-in-valve. Two days later, the patient died due to a suicide left ventricle with high intraventricular gradients.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 2017-08-19, UDI#: (B)(4). Additional information reported that during the implant of the valve, the valve dislodged after the valve was fully deployed and the delivery catheter system (dcs) was removed. The valve slowly migrated until it was completely dislodged. The dislodgement was attributed to the calcified native aortic valve and the high implant location of the valve. The high intraventricular gradients were observed eight hours following the implant of the valve. The physician reported that the cause of the suicide left ventricle was the systolic anterior motion (sam) of the anterior mitral leaflet that was evident from the high intraventricular gradient. The cause of death was classified as not valve related. It was unknown if an autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.